Event description:
The pt had received a kidney transplant (date not given). The pt reportedly went to the nephrologist. The pt's c protein indicator and leukocytes were higher then usual. Two days later the pt was checked again and the values were coming down. Pt also felt better. Two days, the pt was found dead in their apartment. The surgeon stated that from all known facts, she cannot see a link between the death and the cochlear implant. According to the center, the reason of death was reported as stroke, lung embolism or heart attack; family member declined autopsy. The pt's family member contacted the company after finding documentation on meningitis. They remembered that the pt experienced a stiff neck, fever and severe headaches for some time (date not given). The family member remembers that the pt's general practitioner noticed an infection. However, no further investigation was done and meningitis was never confirmed.